Event description:
The distributor contacted animas on (B)(6) 2014 alleging an intermittent power issue with the pump. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.